Event description:
It was reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. The customer did not call the help line when the no delivery alarm occurred on the night prior to hospitalization. The customer stated that she was vomiting during the night and that she may have had the stomach flu. The customer stated that she does have scar tissue in the stomach area where she is inserting the infusion sets.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.